Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2015-00325. (B)(4). Approximate age of device ¿ 1 year, 2 months. The user facility report # (B)(4) is attached to this submission. Patient and device codes were provided by the manufacturer. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A user facility report was received that stated: patient with lvad therapy x 39 months, and vad exchange 14 months prior, develops pseudomonas driveline infection requiring 3 weeks IV antibiotics. No bacteremia. No need for surgery or procedure at this event. What was the original intended procedure: heartmate ii exchange 14 months prior to this event. Other pertinent info: patient showers with lvad. He appropriately uses shower kit and follows recs for changing driveline dressing after lvad.